Event description:
While attempting to advance a coronary stent with delivery system to the right coronary artery with the protective sheath retracted, the stent became dislodged from the balloon catheter. As a result, the stent embolized in the posterior descending artery. There were no reported attempts made to retrieve the embolized stent. Another sds was utilizing to successfully deploy a stent at the target lesion site in the patients mid right coronary artery. There were no additional complications reported relative to this event.